Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms identified during functionality testing, determined to be caused by a failed link switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.